Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the suggested event was caused by the following: the distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover, which made the cover easy to come off the subject device. The distal cover was insufficiently attached to the subject device, which made the cover easy to come off the device. However, the subject device was not returned and a specific root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the single use distal cover translucent cap was not present after the procedure, the gastroscope was inserted into the mouth and the cap was noted to be on the patients tongue, and was removed. The issue was found during an endoscopic retrograde cholangiopancreatoghraphy (ercp) procedure. There were no reports of patient harm. Related patient identifier: (B)(6).